Event description:
It was reported that during a lap sigmoid procedure, the anastomosis was incomplete. The case was completed with sutures. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The mfg records were reviewed and no anomalies were found during the mfg process.